Event description:
I developed raynaud's syndrome on that day after my implants ruptured. But I have developed many allergies over the years that might be due to the implants. And, I have angioedema and mast cell activation syndrome. Right breast subpectoral silicone implant with irregular contouring in the lateral breast and linguine sign suspicious for intracapsular rupture. Ref report: mw5120168.